Manufacturer narrative:
The treatment provider stated that the pt's improper aseptic technique caused the peritonitis. Additional information has been requested from the treatment provider to support the clinical investigation process. A supplemental report will be submitted upon completion of plaint's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was diagnosed with peritonitis due to touch contamination on (B)(6) 2014. The pt was prescribed a three week antibiotic regimen.